Event description:
The patient received a neck lift procedure using two endotine ribbon devices, one on the right and one on the left. Three days after the procedure, the patient contacted the operating physician and stated that both of the devices had fractured. In 2006, the physician implanted two devices to replace the ones that had fractured. Subsequent to the second procedure, both devices fractured. The devices were removed and the physician performed an additional two procedures to improve the appearance of the patient's neck.